Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating for the past month. Reportedly, the battery gauge increased from 20% to 70% without being connected to a power source. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support showed the battery increased from 67% to 82% while disconnected from a power source. Reportedly the customer would continue to use the pump for insulin therapy.